Event description:
The fixator was previously applied at a different hosp approx 5 weeks after application it was noted that the serrated joint appeared to have loosened. A second surgery was performed to re-reduce the fracture and tighten the fixator. Approx one week later the pt fell from his wheelchair which resulted in the loss of fracture reduction. Surgery was performed to re-reduce the fracture again.